Event description:
Additional information was received stating that the vns patient was seen by a physician; however, the physician does not handle depression patients and was unable to provide treatment. The patient was referred to another physician for treatment.

Event description:
The patient's mother reported that the patient was having a hard time and needed to have his vns device checked. It was reported that the patient was experiencing increased symptoms of depression. A vns physician's name was requested by the mother to see if an appointment could be made to have the device checked. It is unknown if the patient has been seen to date.